Event description:
Reporter alleged obtaining the results of 140 mg/dl and 500 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a port replacement procedure, due to a port flipped and band tubing disconnect, the port silicone piece pulled off the tubing connector and was free floating in the abdomen but was retrieved. There was no adverse consequence reported.